Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-636a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks; fiber ID label is detached and not returned. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during prostate procedure, two fibers failed due to same issue of putting the system into standby for multiple times was observed. The first fiber failed at 5,600 joules, 2 minutes of use, "fiber started to flash in vapor mode" was observed. The fiber tip for first failed fiber was not cleaned during the procedure. The second fiber failed at 67,770 joules, 10:53 minutes of use, "fiber tip fell off" was noted. The tip of the second failed fiber was cleaned during the procedure. The procedure was completed using third fiber. Patient outcome: "ok" reported. No injury to patient was reported. This report is for the second fiber used.